Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but olympus medical systems corporation (omsc), japan (received at omsc on 2022-08-29). During the physical device inspection at omsc the temporary occurrence of the reported error message e433 could be reproduced. Since the error message only occurred temporarily and may have different technical causes, the exact cause for its occurrence could not be conclusively determined. However, any error messages that may appear during operation are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. The inspection also found cracks on the front panel, which were most likely caused by improper handling and can thus be attributed to user error. Furthermore, the inspection found the power switch to generate noise when actuated. The cause for this issue could not be conclusively determined. However, there is no causal relationship to the reported error message. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf-generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated. Please note: this report is being submitted although the suspect medical device is not marketed in the USA. However, a similar device is marketed. Model # / catalog #: wb91051w; brand name: electrosurgical generator "esg-400"; common device name: hf-generators; 510(k): k203682; product code: gei.

Event description:
Olympus was informed that at an unknown time/date a loaner esg-400 hf-generator issued error code e433. No further information was provided but there was no report about an adverse event or patient injury.